Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the touchscreen was unresponsive. Customer's blood glucose was 169 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed. During troubleshooting with tandem technical support (cts), the touchscreen passed all tests. Cts informed the customer that the customer may not have been pressing where intended to and the customer acknowledged.